Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Foreign materials adhered to the back of the forceps elevator of the subject device. The device had been reprocessed by manual cleaning and olympus automated endoscope reprocessor model oer-aw. Cidex opa had been used as disinfectant solution. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus thailand there was the possibility that the reported phenomenon was attributed to a difference between the reprocessing method conducted by the user and the reprocessing method recommended by the instruction manual.